Event description:
It was reported that the device delivered an inappropriate shock due to an incorrect interpretation of signal. The patient was getting induction of ventricular fibrillation (vf) by ventricular pacing (vp). The patient has frequent long short intervals and premature ventricular contractions (pvcs). Programming changes were made and new medication was administered to the patient. There were no adverse health consequences, the patient was stable.